Event description:
Baxter received a complaint from a user facility involving the automix 3+3 compounder. According to the facility, the device had a display issue. The customer reported that when manually entering specific gravity numbers into the orange station the numbers entered into the gray station instead. Swapping unit. There was no patient impact. There was no patient involvement. No medical intervention. No further information was available.

Manufacturer narrative:
(B)(4). Sample evaluation: the reported issue was confirmed during service by baxter personnel. An investigation plan, service documentation review and trend alert evaluation tasks were completed. Service documentation review tasks confirmed the reported problem. The problem was also reproduced in service. The root cause was determined to be a defective membrane graphic panel. The control module membrane graphic panel was replaced to correct the reported problem. Additional information: this issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622.